Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) system exhibited noise in primary vector which was oversensed and resulted in an untreated episode. Subsequently inappropriate shocks were delivered. This system was explanted and replaced with a transvenous system. No additional adverse patient effects were reported. The product has been received for analysis. This report will be updated upon completion of analysis.

Manufacturer narrative:
The returned electrode was thoroughly inspected and analyzed. Resistance tests were completed to assess electrical performance and inner insulation integrity. Measurements throughout these tests were within normal limits. Microscopic inspections of the terminal pin assembly and electrode body found no anomalies. Laboratory analysis did not identify any electrode characteristics that would have caused or contributed to the reported clinical observations.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) system exhibited noise in primary vector which was oversensed and resulted in an untreated episode. Subsequently inappropriate shocks were delivered. This system was explanted and replaced with a transvenous system. No additional adverse patient effects were reported. The product has been received for analysis. This report will be updated upon completion of analysis.